Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. Decreased sensing was found. Micro dislodgement is suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.